Manufacturer narrative:
The cortical fix x-tab screw was returned for evaluation. Visual inspection revealed that the screw head was disassembled from the screw shank. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be definitively determined however the noted damage suggests that the screw may have been subjected to unanticipated forces during screw placement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon insertion of the viper cortical fix xtab screw (7x50) the head broke free from the screw. We noted on the xray that the screw was not fully seated in bone or wedged between the facet however the screw shank went through the bottom of the tulip head. The saddle remained inside the screw head and the screw was removed without incident using the standard screwdriver.